Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular lead had elevated threshold. Impedance and sensing were noted to be normal. The lead was capped and replaced. No patient complications have been reported as a result of this event.